Manufacturer narrative:
Return of the product has been requested twice. To date, no product has been returned and the specific model of the charger has not been verified. Our investigation of the complaint revealed that the allegation of a burning through of the electrical cord connected to the charging station is not expected with the design of our power toothbrush chargers. However, our assessment is that such a malfunction, while not probable, could lead to the possibility of a serious injury. Therefore, out of an abundance of caution we are reporting to the FDA. An investigation of the actual device will be done once the product is returned. On 19-apr-2017 product investigation results: the charger (type 3757) was returned with clear signs of use and a production code of 2013. As indicated by the consumer the cord was damaged yet there was no evidence of electrical arching. Damage to the cord is consistent with it being cut by a sharp object (e.g., a knife). There is no evidence of a manufacturing or design issue. Based on the results of the investigation we do not have reason to believe this was a malfunction of the device.

Event description:
Cord to charging station burned through [device physical property issue]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that the cord to the charging station of his oral-b rechargeable toothbrush, version unknown had burned through, and it almost caused a serious cable fire. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested twice. To date, no product has been returned and the specific model of the charger has not been verified. Our investigation of the complaint revealed that the allegation of a burning through of the electrical cord connected to the charging station is not expected with the design of our power toothbrush chargers. However, our assessment is that such a malfunction, while not probable, could lead to the possibility of a serious injury. Therefore, out of an abundance of caution we are reporting to the FDA. An investigation of the actual device will be done once the product is returned.

Event description:
Cord to charging station burned through [device physical property issue]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 14-feb-2017 that the cord to the charging station of his oral-b rechargeable toothbrush, version unknown had burned through, and it almost caused a serious cable fire. No symptoms developed.